Event description:
It was reported that the patient experienced a shocking sensation in their chest area by the shoulder from their implantable neurostimulator (ins). It was noted that this occurred the first couple of days after implant. In addition, the patient was shocked once in the buttock area. It was reported that other than the shocking the patient "loves the device." Additional information was requested but was not available at the time of this report.

Event description:
Further follow up indicated that physician saw the patient 'recently' and had nothing of remarkable to report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v973942, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(6). Product type: programmer, patient. (B)(4).

Event description:
Additional information was reported that the patient had a wet episode after implant and shocking in her chest. The patient was still having concerns regarding to her device or therapy but she was working with her doctor or manufacturer's representative. The patient was scheduled to see the doctor on (B)(6) 2012. The patient had reprogrammed with manufacturer's representative on (B)(6) 2012. Patient management worksheet indicated that program 1 = rectum and program 3 = cheek. Additional information has been requested but was not available at the time of this report.